Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not vibrating when he would put it on suspend. Customer's blood glucose was not known. During troubleshooting, it was found vibrate mode was on and insulin pump did not vibrate during the vibrate test. Customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window.